Manufacturer narrative:
The insulin pump was received in no manufacturing mode noted. The insulin pump was received with missing reservoir tube retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin keep suspending. Customer blood glucose reading was 350 mg/dl. Customer declined troubleshooting for the suspension issue. Customer also reported physical damaged on the insulin pump. The location of the damage on the insulin pump was reservoir compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.